Event description:
Caller states that during a proficiency test, the coaguchek s produced the following result: 2.0 inr with a mean of 0.8 inr. No adverse event reported. Requested return of suspect system, and replacement was sent.